Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues. There were no insulin delivery defects found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the patient had blood glucose (bg) of 15 to 29 mmol/l over the last (B)(6). Customer support reviewed pump settings with the family member. She reported that basal rates were decreased two weeks ago by the patient's physician; she increased them to previous rates on her own. The family member reported that she changed the site three or four times. The family member confirmed that there were no associated alarms in the history; total daily doses, bolus history, and prime history are correct. She verified there were no issues with kinked cannulas, leaks, or blood at site. The patient's bg reportedly decreased with injections. She reported that patient's sites were recently changed to the upper abdomen. She reported the patient experienced pain with insertion into upper abdomen and the sites have been sore. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.